Manufacturer narrative:
The facility declined a service visit. Technical support suggested they thoroughly dry out the hp connectors after they autoclave them between cases. On a f/u call, the customer reported they have had no problems since the reported event. A review of complaints and service requests indicated there have been no add'l related reports for this system. No sample associated with this system was returned for eval and steps could not be taken to confirm or replicate the reported event, therefore, the root cause of the reported issue is unk. (B) (4). (B) (4)

Event description:
Adverse event(s): "10 minute delay" (no code available). Product problem(s): "handpiece was not recognize by the system" (device inoperable). The or supervisor reported during setup the handpiece was not recognized by the system. The system and the handpiece were switched out resulting in a delay of 10 minutes. The facility stated they would like to troubleshoot the handpiece before returning it for eval. No pt injury was reported.